Event description:
Consumer e-mail stated the brush head slips off of the metal holder on the mouthpiece every time she brushes her teeth. No injury was reported.

Manufacturer narrative:
(B)(6)2021 product investigation complete: reporter returned an unused product. The evaluation of the complaint was done based on this unused product without fault.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated the brush head slips off of the metal holder on the mouthpiece every time she brushes her teeth. No injury was reported.